Event description:
It was reported that following an ablation procedure, the patient experienced a deep vein thrombosis (dvt), atelectasis, pneumonia, an increase in size of right lower extremity edema, and an urinary tract infection (uti). The dvt and atelectasis required a filter of which will need approximately 6 months of anticoagulation medications. The atelectasis was considered ongoing. The patient also developed a uti due to prolonged anesthesia and prolonged use of a catheter. The patient was prescribed medication for this event and the uti was considered resolved as of (B)(6) 2019. The patient also experienced pneumonia due to the prolonged anesthesia. The patient was treated for the pneumonia with prolonged hospitalization and medication. The pneumonia was considered resolved as of (B)(6) 2019. All the events were considered to be possibly related to the neuroblate system or the neuroblate procedure. The patient was discharged from the hospital on (B)(6) 2019, readmitted on (B)(6) 2019 to be treated with medication and anticoagulants for the events listed above, and was then re discharged on (B)(6) 2020. There were no further patient complications reported in relation to this event.